Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump displayed critical pump error on the screen. The customers blood glucose level was 160 mg/dl at the time of incident. Customer stated the device was exposed to moisture. Customer was advised the pump will need to be replaced and to discontinue use of the pump and refer to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage. Device received with corroded electronic assemblies.